Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components for aseptic loosening.

Manufacturer narrative:
Correction: d3 legal manufacturer. The reported event could be confirmed based on available information and hcp assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of labelling did not indicate any abnormalities. Upon further assessment of provided information and CT scans hcp opined that- the quality of the CT scans is really poor and assessment is challenging therefore. Th tibial component however, is clearly loosened and significantly subsided. There is radiolucency and anterior dislocation visible. The talar component does not show clear signs of subsidence or loosening. Anteriorly, there seems to be some larger cysts visible adjacent to talus, but neither clear loosening nor migration can be confirmed. The underlying cause for the loosening remains unclear but is likely to be patient related. Furthermore, failure of tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is a part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible cause of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (example ¿ clinical status, exact symptoms and range of motion of patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure. Based on investigation, the root cause was attributed to most likely a patient related issue. However, more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components for aseptic loosening.